Event description:
It was reported molding defects (non-cosmetic) were found while using the when using the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "The customer reported that some tubes were dented."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. There are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. H3 other text : see h.10.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: (B)(4). (B)(4). Initial investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported molding defects (non-cosmetic) were found while using the when using the bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "The customer reported that some tubes were dented."